Event description:
It was reported that the customer went to the emergency room and was admitted to the intensive care unit (ICU) to assist with treating a low blood glucose (bg) level (specific bg value was not provided); cause was not known. Customer gave a glucagon injection and was treated with intravenous fluids of saline while in the ICU. Customer was discharged from the ICU four days later on (B)(6) 2024 with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.